Event description:
Philips received a complaint on the defibrillator indicating that the defibrillator alarmed, and upon checking, it was found that the ECG monitoring function on the defibrillator had failed, with no cardiac rhythm waveform visible. The device was in clinical use for patient at the time of the event; however, no patient harm was reported.

Manufacturer narrative:
It is updated to serious injury as per clinical re-assessment(monitor/defibrillators are life-saving devices, therefore the inability to monitor ECG will be considered a serious injury due to the serious deterioration of health that may result from a delay to monitor.).

Event description:
Update: philips received a complaint on the defibrillator indicating that the defibrillator alarmed, and upon checking, it was found that the ECG monitoring function on the defibrillator had failed, with no cardiac rhythm waveform visible. The device was in clinical use for patient at the time of the event; however, no patient harm was reported. Monitor/defibrillators are life-saving devices, therefore the inability to monitor ECG will be considered a serious injury due to the serious deterioration of health that may result from a delay to monitor.